Manufacturer narrative:
Corrected conclusion code per investigator.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that there was a battery error message during tests. The fse evaluated the device and it was determined the battery needed calibrated. The fse calibrated the battery resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a with the battery needing calibrated. The reported problem was confirmed. The fse calibrated the battery resolving the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that there was a battery error message during tests. The fse evaluated the device and it was determined the battery needed calibrated. The fse calibrated the battery resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a with the battery needing calibrated. The reported problem was confirmed. The fse calibrated the battery resolving the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Updated the summary and the code grids.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was a battery message during tests. No patient involvement reported at this time.